Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31844906l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced a cardiac tamponade that required pericardiocentesis. One and a half hours after the start of the procedure, a decrease in blood pressure was confirmed. Echocardiography revealed pericardial fluid, and drainage was performed. The patient¿s blood pressure stabilized, and the patient was returned to the ward. The patient fully recovered. The patient required extended hospitalization. Ablation was not performed before tamponade was confirmed. The physician considered that the injury may have been caused either by the coronary sinus (cs) catheter or during mapping when the catheter was advanced deep into the pulmonary vein. The octaray was used for mapping. The cs catheter that was used during this procedure was beg type hata (multipurpose), internova inc. Atrial septal puncture was performed with a radiofrequency needle. Steam pop was not confirmed. Irrigation catheter used was a qdot micro catheter with flow rate setting of 2 ml/min, varipulse catheter: 4ml/min. Contact force monitoring methods were real time graph, dashboard, vector. Coloring setting for visitag was tag index. Additional filters for visitag was not. There were no abnormalities observed prior to, or during use of the product. There was no error message observed on biosense webster equipment during the procedure.